Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the detached adhesive at the ceramic tip malfunction: the most likely cause is some kind of excessive force; expected or random component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the outer sheath, adhesive at ceramic tip is detached. The issue occurred during preparation for use. There were no reports of patient harm.